Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experienced pneumonia. Medical intervention was not specified. The previous report incorrectly report the event as a serious injury. The adverse event/product problem has been updated to product problem in box b: adverse event or product problem. The type of reported complaint has been updated from serious injury to malfunction in box h: device manufacturers. At this time, no further investigation can be performed. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experienced pneumonia. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.